Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received post-reset ram crc alarm (pump errors 23). Troubleshooting was performed and found that the alarm cleared and pump had rewind successfully and displacement test also passed. Also found the software error detected (pump error 53). No harm requiring medical intervention was reported. The customer discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The pump was successfully downloaded using thump. No pump error 53 alarm or unexpected pump error 23 alarm occurred during testing. A review of the pump history file shows on 8/18/2023 there was: three (3) pump error 53 (linenumber 1216 filenumber 709) alarms (12:35, 12:44, and 12:51) and is a known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure, esf (B)(4). One (1) pump error 15 (linenumber 442 filenumber 38) alarm (03:39) was triggered due to memory corruption (suspecting the hw). One (1) pump error 23 (linenumber 645 filenumber 39) alarm (03:39) and is a post_reset_ram_crc. Ram critical data check fails during system start-up. This fault often happens if the pump restarts without a safe shutdown. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly, vibrate harness assembly, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 53 alarm is confirmed due to a software error. Pump error 15 alarm is confirmed due to moisture damage on the electronics. Pump error 23 alarm is confirmed due to pump error 15 and after the pump was powered down and after power up, during startup, hrm post failed during the factory parameters check. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.